Event description:
It was reported that a patient underwent hip surgery on (B)(6) 2013 and suture was used. When the surgeon was performing subcutaneous suturing, the needle broke. The needle fragment was located and removed from the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. An inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.